Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 4 of 8. The patient was connected at the time of the alarm. The patient line had been properly primed, and no patient line extensions were in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. Per the home patient (hp), the supply bag fell and disconnected. There was nothing unusual about the supplies and they had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. There were no samples available. The technical service representative (tsr) explained the alarm and helped the hp cycle the power to clear the alarm. The tsr helped the hp disconnect from the hc. The hp would drain with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.